Manufacturer narrative:
According to available information, this lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a revision procedure was performed for a possible lead fracture. Previously, this lead and associated device displayed a high shock impedance; however, when tested with a 21 joule shock, normal measurements were obtained. It was thought there may be a testing or tissue anomaly. During the procedure, stored electrograms revealed an episode of atrial flutter with loss of capture for three seconds. During the procedure, an additional episode of loss of capture lasting approximately ten seconds was observed. Provactive measurements were acceptable except shock circuit impedance painless test was out of range. As it was still assumed to be anomaly of tissue or testing process this lead was programmed and attached to this lead. High out of range shock impedance measurements were still obtained. A decision was made to it was decided to proceed and induce ventricular fibrillation (vf) with shock on t; however, an open circuit warning appeared when the 1.1 joule shock was delivered. An internal technical service consultant was contacted and recommended performing measures to determine where a possible fracture may be. It was determined this lead was fractured at the subclavian site. A decision was made to surgically abandoned this lead and replace the system to assure system integrity. No adverse patient effects were reported.